Event description:
A malfunction on the pump was reported. There was no adverse impact on the customer's blood glucose level. Customer support provided information on how to reset the pump and assisted with the reset process, after which the malfunction did not recur. Customer was advised to continue using the pump and to contact support if any issues arose again.